Manufacturer narrative:
The investigation for the reported limb ischemia issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the limb ischemia issue was most likely due to patient condition related with both legs being ischemic and unrelated to the impella. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, they were unable to obtain distal pulses on both lower extremities. It appeared to be pointed to mitral valve leaflet, and an apical view was done, and the mitral valve was moving freely. No alarms on aic, good waveforms, and the decision was made to leave the impella in the current position. The patient was on multiple pressors. Distal pulses were unable to be found in the coronary care unit (ccu) in both lower extremities. The patient was made a dnr the next day by the family and they withdrew care after 13.9 hours. The survival outcome at explant noted the patient expired. Use of the device cannot conclusively be associated with the outcome.